Manufacturer narrative:
. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in unit shutdown during a case. There was no patient involvement.